Manufacturer narrative:
System was tested and worked within specifications when the investigation has been completed philips will inform the FDA patient. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that due to a long and difficult procedure, the patient was exposed to high dose of radiation of more than 3.0 gy. Six hundred thirteen images were made. The patient was exposed to high dose of radiation of more than 3.0 gy.

Manufacturer narrative:
The field service engineer troubleshot the system by checking the dap and air kerma through performing a level one performance test. It passed well within its tolerances. Philips investigated this complaint by checking dose area product (dap) values of the system, as the customer was concerned about dose watch giving some patient procedure high level dose alerts. The mentioned ¿dose watch¿ is a 3rd party product. The field service engineer troubleshot the system by checking the dap and air kerma through performing a level one performance test. It passed well within its tolerances. The customer (director of radiology) stated that the patient in question was in a bad shape. Trying to save the patient¿s life, 613 images were made to treat the patient. This resulted in 4,85 gy x-ray according to the dose report. Philips noticed later on that the patient passed away. There was no allegation made by the customer that the system contributed to the death of the patient. Philips product designer stated the following: a patient entrance dose of 5 gy may cause skin burns and hair loss but will not lead to the death of a patient. Conclusion of the analysis: the system was working as intended.